Manufacturer narrative:
Since the device was not returned and the serial number was not provided, no investigation was possible and the root cause cannot be established at this time. It should be noted that structural valve deterioration is listed as a potential adverse event in the mitroflow IFU. The event is therefore a known inherent risk of the device. As no further investigation is possible, the manufacturer will proceed with the case closure at this time. Should additional information be received in the future, the manufacturer will re-assess this event and take further investigational steps then.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was notified of the following event involving a 19mm mitroflow biological heart valve. On (B)(6) 2020 the device was explanted as a result of svd. Bleeding occurred but ultimately a perceval pvs23 was implanted. No further mitroflow device information was received.